Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that while the patient was hospitalized they were administered ancomycin, linezolid, zosyn, cefazolin, fazolin and given a nafcillin drip.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had swelling at pump site two days post-replacement of previously explanted pump and catheter. Urine cultures revealed pseudomonas aeruginosa. An abdominal wall skin soft tissue infection was noted. Cipro 500 mg po bid x five days was started. Patient was inpatient being monitored by infectious disease. Additional information received from the healthcare provider via a clinical study indicated that the patient had pain at pump site which was typical less than two weeks post implant. The patient was taken off antibiotics but later reported pain and swelling at the site. They were started on cefazolin 2gm every eight hours. The patient reported wounds opening; but hospitalist notes indicated concern for dehiscence without evidence and that the wounds were healing appropriately. They continued taking IV cefazolin which was later stopped. A normal urinalysis was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.